Manufacturer narrative:
Correction: the previously reported implant date was erroneously omitted in initial MDR; the implant date should be (B)(6) 2017.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that lead dislodgement on the right atrial, right ventricular and left ventricular leads due to pull-back on lead slack caused by movement of device was observed. It was noted that device movement was suspected to have been caused by twiddler¿s syndrome. Fluoroscopic imaging revealed that the device was re-oriented. It was also noted that high capture threshold was observed on the right ventricular lead. The right ventricular lead was explanted and replaced. The patient¿s condition before, during and post procedure was stable.